Manufacturer narrative:
Continuation of d10: product ID a810 lot# unknown serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative regarding an external device. The company representative reported they interrogated a patient pump last week and ran into service code 338, connection to the pump has been interrupted error message. The company representative also mentioned someone else experienced similar error code with the same tablet and application. The representative was calling in looking to get more information how to resolve the issue. The environmental, external or patient factors that may have led or contributed to the issue was unknown at the moment. The diagnostics and troubleshooting performed included the hcit representative advising of a few things can cause this issue related to application update, and the pds not function properly. The reporter was advised to give us a call back with the tablet for further troubleshooting as the reporter did not have the tablet with him at the moment for more troubleshooting. The issue was not resolved at the time of the report. There was no hospital, clinic or other medical facility, no physician (doctor) or other healthcare professional associated with this event.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# unknown product type software. G4: updated PMA number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.